Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's left ventricular(lv) lead was explanted and replaced due to diaphragmatic stimulation. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.